Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 5 devices were evaluated in the field and the issues were confirmed; 1 device had a bent/deformed component, 4 devices had a broken/damaged component, and 1 device had a missing component. The devices were repaired and returned. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 5 malfunction events, where it was reported there was accessible ac current. There was no patient involvement.